Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
This case, (B)(4), is a report from (B)(6), referring to a (B)(6) female subject. An investigator reported this case from the (B)(6) study, to evaluate the long-term efficacy and safety of bmn 190 in patients with cln2 disease. The subjects's past medical history included propionibacterium device infection. The subject's concurrent conditions included language delay, myoclonus, neuronal ceroid lipofuscinosis, dysarthria, gait disturbance, ocular squinting, tremor, increased irritability, seizure, and psychomotor regression. Allergies included propofol allergy and peanut butter allergy. Concomitant medications included levetiracetam, lorazepam, valproate sodium, midazolam, chlorphenamine maleate, paracetamol, ondansetron, meropenem, sodium chloride, gluconate sodium / magnesium chloride anhydrous/potassium chloride/sodium acetate/sodium chloride, diazepam (reported as "micropam").sevoflurane, fentanyl, rocuronium bromide, ceftriaxone, fentanyl citrate, rocuronium, calcium chloride anhydrous/potassium chloride/sodium acetate, lansoprazole, ranitidine, and remifentanil. On (B)(6) 2015, the subject initiated treatment with bmn 190. The lot number for bmn 190 was l241022. The most recent dose of bmn190 was administered on (B)(6) 2015 at 14:30. On (B)(6) 2015, a rickham ventriculostomy set (reservoir and catheter), model number 82-1632 manufactured by codman & shurtleff, inc (510k number k102961 was implanted. The device lot number was ctcczfm, (B)(4), ctcc, and serial number was (B)(4). On (B)(6) 2015, it was reported that the device was repositioned after the subject experienced a propionibacterium device infection. On (B)(6) 2015, the subject was started on ceftraxone, twice daily (bid) as prophylaxis. On (B)(6) 2015, during withdrawal of the crebrospinal fluid (csf) which was scheduled at week 13, the csf was noted to be hemolyzed. A computerised tomogram (CT) of the skull showed that the device was not positioned correctly and the catheter was too short that it was not possible to extract a sample. On the same date, at 11:00, a grade 1 intraoperative injury-brain (procedural complication) was reported. The exact location of the brain injury was not reported. Per the medical records, the subject did not manifest any signs and symptoms after the injury. On (B)(6) 2015, the old device was removed and a new device was implanted without complications. Treatment for the event was not reported. Treatment with bmn 190 was held due to the event. On (B)(6) 2015, the subject completed week 13 treatment without any problems. At the time of this report, the subject remained in the hospital after the surgery and was continued on ceftriazone until (B)(6) 2015. The outcome of the event was reported as recovered/resolved on (B)(6) 2015. On the same date, the subject was discharged in good clinical condition. The investigator assessed the event of procedural complication as not related to treatment with bmn 190. The investigator assessed the event of procedural complication as related to rickham ventriculostomy set (reservoir and catheter). In the investigator's opinion, other etiological factors included issues with device not implanted correctly. On (B)(6) 2015 per (B)(6): "per the investigator, on (B)(6) 2015, the device was removed and a new one was inserted in accordance with neurosurgeons without complications. The patient remained in the hospital after surgery without any adverse events. The device is not being returned for evaluation."